Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged cosmetic damage located a crack on the battery compartment and transmitter not working found on (B)(6) 2020. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump not received with original battery cap. Battery cap damaged unknown. Pump was not received with transmitter. Unable to verify connection issues. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked, cracked case-corner of belt clip rails, serial number label missing and label damage(end cap address label faded). Cosmetic damage was confirmed cracked case-corner of belt clip rails.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.